Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. According to the reporter, coil and catheter caught. Catheter coils expanded like a slinking and part of the green portion of the catheter broke in the patient's uterus. It was extracted with forceps. No injury to the patient and a bilateral placement achieved. Lot number was b60748. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: when a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, breakage of the large tight pitch coil, or breakage of a portion of the delivery catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. The "green-colored" material reported is very likely the green heat-shrink (pet) tubing which is a catheter assembly component located at the distal end of the inner catheter. As of (B)(6) 2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported adverse events are not indicative of a quality defect per se. In this particular case additionally a technical defect (breakage) was reported in the context of a complicated insertion. The reported technical defect could not be evaluated in more detail due to lack of sample return. 3 further ae case reports have been received to date in relation to batch no. B60748, of which 2 cases refer also to a similar type of adverse events. No unusual pattern could be identified. The review of the manufacturing- and release documentation of the concerned batch revealed no reason to suspect a quality deficit (see technical statement). The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up received on 25-aug-2014: no response to follow-up attempts. Follow-up information was received on 27-aug-2014. She denied any relevant medical history, previous gynecological interventions, problems or procedures. Patient's date of birth, weight and height were provided. This report refers to a (B)(6) female patient. Concomitant condition included overweight (bmi 25.858). She was not on postpartum state at the time of essure insertion. Analgesia was applied during insertion. Cervical dilatation and sounding were denied. The insertion and the visualization of the tubal ostium were considered easy. The procedure took 25 minutes (which included consultation on continuation of the procedure after the adverse event occurred) and fluid loss during hysteroscopy was less than 1500cc. The patient was counseled on the events that occurred. She was given the option to terminate the procedure versus placement of essure in the right tubal ostea. They proceeded with essure placement on the right and the patient tolerated the procedure well. The essure introducer caught on the essure insert. There was no release despite rotating the handle clockwise or counterclockwise. With effort, the device was dislodged from the implant. A single coil was initially noted at the tubal ostea but then disappeared. Condoms were used as back-up contraception. On (B)(6) 2014 kub plain film was performed. X-ray was performed and bilateral essure inserts were noted. On the left (the side the event occurred on), the insert was noted to have an acute angle in the proximal portion. No signs of infection or inflammation. Hospitalization was not required. Hsg (hysterosalpingogram) was not performed yet. Essure was not removed and removal was not planned. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report, refers to a 33 years-old female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure coil and catheter caught/catheter coils expanded like a slinky and part of the green portion of the catheter broke in the patients uterus (complication of device insertion) and on the left side insert was noted to have an acute angle in the proximal portion. All the reported events, are non-serious. Upon receipt of technical investigation, event coil and catheter caught/catheter coils expanded like a slinky and part of the green portion of the catheter broke in the patients uterus interpreted as a device breakage and previously considered unlisted according to reference safety information for essure, was updated to listed (anticipated). This event was considered a other reportable incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances; the remaining event is listed and non-incident. Single cases of essure breakage have been reported. In this particular case, it was reported that a device breakage occurred during essure placement procedure; therefore a causal relationship with the suspect insert cannot be excluded. According to ptc final assessment, the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. The review of the manufacturing and release documentation of the concerned batch revealed no reason to suspect a quality deficit .the technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.